Event description:
During implant procedure, the right ventricular (rv) lead was difficult to be inserted in the rv port of the header of the device. The rv lead was attached but the impedance was not detectable. The rv lead was removed and attempted to be reattached to the header of the device, but this was not successful. The device was not implanted, and a new device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of failure to connect was not confirmed. The reported event of impedance problem was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device header found no anomaly contributing to reported events. Functional testing was performed, and device was within normal range of operation.